Manufacturer narrative:
(B)(6). Multiple MDR's were submitted for this event. Please see reports: 0001825034 - 2018 - 01759, 0001825034 - 2018 - 01761, 0001825034 - 2018 - 01764. Concomitant products- 11-300818 arcos 18x150mm spl lot 250470; 11-301313 arcos con sz c hi lot 613250; 650-1055 cer bioloxd option lot 446590; ep-200154 act artic e1 hip brg lot 439960; competitor acetabular cup, part/lot unknown; 6.5 screw length: 30, 40 mm. Part/lot unknown. Report source: literature: orthopedics. 2016 nov 1;39(6):e1129-e1139. Doi: 10.3928/01477447-20160819-06. Epub 2016 aug 30. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had an estimated blood loss of 1200 ml during a hip arthroplasty. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. The complaint was confirmed based on the surgical operative notes that was provided. The product remains implanted. Device history record was reviewed and identified no deviations or anomalies. It is reported that a non-zimmer biomet implant was used with the reported biomet components. Zimmer-biomet has not confirmed the compatibility of this combination of devices, and this would be considered an off-label use of this product. However, it cannot be confirmed that this incompatibility has any definitive relationship to the reported event. Hence, the root cause of the reported issue is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had an estimated blood loss of 1200 ml during a left hip revision arthroplasty. Attempts have been made and no further information has been made available at this time.